Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure all firings performed correctly but the surgeon noticed two "specks" of green in the patient. These pieces were retrieved and saved. Procedure had been completed with the same reloads. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Intra-operative photos received. The photos show the following: tissue with a complete staple line and a complete cut; the tip of the device clamped over tissue. No pictures of the cartridge were provided. Based on the pictures alone, no conclusion could be reached on how the reported event occurred.